Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a computer was replaced and the issue was resolved. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has been received by manufacturer for evaluation. The returned computer was evaluated by medtronic personnel. The reported issue was confirmed. When testing a video distortion was observed during initial power on. Video image would intermittently go black. When a good video card was installed the computer functioned as designed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that while outside of procedure both monitors of navigation system had pixelated images and the images would jump around on the screen. The computer intermittently displayed a black screen and reboot without any prompt from user. Representative slaved out to an external monitor but the issue was not resolved. There was no patient present at the time of the issue.